Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 121mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unable to verify a21 alarm and unable to perform a21 error test due to no button response. Also received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.